Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up and that fuse, designator f1, on the power pcb assembly was loose in the fuse holder. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Root cause for the reported incident was determined to be a loose fuse holder for fuse f1 on the power pcb assembly.

Event description:
It was reported that the device would not power up. There was no pt involved with the reported incident.